Event description:
It was reported that a patient underwent an episiotomy on (B)(6) 2014 and suture was used. Twelve hours post procedure, the patient's wound dehisced. The surgeon opined that, ¿the overlock was detached.¿ the patient underwent a repair procedure and the surgeon observed that the suture was intact and had not broken or untied but, the patient¿s tissue had pulled away from the suture. The tissue was observed to be fragile and edematous at the time of the original suture placement. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the overlock refers to the thread. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.